Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes with the alinity instrument, the instrument needle clogged. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes with the alinity instrument, the instrument needle clogged. There was no report of impact to patient or user.

Manufacturer narrative:
H6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation of clogged instrumentation. Therefore, 200 retain samples from bd inventory were visually evaluated, and all samples had the additives inside the tube. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint was unable to be confirmed for clogged instrumentation. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.